Event description:
The customer complains about blood leak during treatment. Blood flow rate: 112 ml/min. Tmp: 120 mhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.